Event description:
The customer reported a system message displayed. No pt or procedural impact. No further details provided add'l info was requested on the event and pt status.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The power cord was replaced. The system was sent for in-house eval. The system was out of calibration. The system was adjusted and realigned. The system was then tested and met all product specifications. (B)(4).